Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000946267 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 lot 0000946267 and device part number 10732998 lot 945409. The lot met the required release specifications with no false positive results identified. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000946267 showed that the complaint rate is (b)(4/). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000946267, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported seven (7) false positive results with the determine hiv-1/2 ag/ab combo test with different patients on various dates. This is report is for patient five (5) of seven (7). The customer reported that the patient tested positive with the determine hiv-1/2 ag/ab combo test on (B)(6) 2025 using a fingerstick blood sample. Confirmation testing (hiv-1/2 antigen and antibodies, fourth generation, with reflexes) was performed at an off-site lab with a newly acquired unknown sample type that generated negative results on an unknown date. No patient impact was reported as a result. No additional information was reported.